Manufacturer narrative:
Investigation summary: DHR was not conducted for this investigation because a lot number was not provided. Unit: received one 20ga bd insyte autoguard bc IV catheter unit without packaging. All components were present with the needle/hub assembly fully retracted within the safety shield (barrel). Photos: two photos were provided for evaluation of this incident photo revealed a similar unit to that of the returned unit, this photo revealed the unit with the protective needle cover and catheter/adapter assembly disconnected from the barrel. Photo revealed the tip of the catheter tubing which shown to have a white fm present. Unit: visual observation revealed there was white fm present at the tip of the catheter tubing. Microscopic evaluation confirmed the fm was identified to be non-foreign (porous plug shaving residual) which was introduced during the manufacturing process. No other damage was observed. Photos: the non-foreign (porous plug shaving residual) seen on the returned unit was also seen in the provided photos. Confirmation of the defect of foreign matter, was conclusive based on the observations of the unit and photos provided for this incident. Conclusion(s): relationship of device to the reported incident: manufacturing - the characteristics of the fm (non-foreign / porous plug residual); was evidence to confirm and support manufacturing process related issues for the reported defect; as the non-foreign was introduced during the manufacturing process.

Event description:
It was reported that there was foreign matter was found on the catheter tip of a bd¿ insyte autoguard bc.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date, h.4 device manufacture date.

Event description:
It was reported that there was foreign matter was found on the catheter tip of a bd¿ insyte autoguard bc.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter was found on the catheter tip of a bd¿ insyte autoguard bc.